Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was attempted but not used. It was noted that the icm would not work or show any r waves. The device was repositioned twice with no success. The device was not used. No patient complications have been reported as a result of this event.